Event description:
It was reported by the rep that the (2) al326 were used during an evh procedure. It was reported that the first clip applier jammed after firing three clips successfully. The second clip applier had the upper jaw of the applier detach. The separated piece was retrieved. The case was completed with a third al326. The or time was extended by 15 minutes. In 2000, additional information obtained: the piece fell in the body but was retrieved.